Manufacturer narrative:
(B)(4). Batch # m90z65. The analysis results found that the el5ml device was returned in good visual condition; the handles were inspected and they were found to be in good condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed five clips with gap. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident and the clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a ladg, the trigger did not return to home position after the third or fourth firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.